Event description:
The customer reported that, during a case, the system shut down twice uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The handswitch was replaced. The system was then found to be operating as intended.